Event description:
The pt underwent treatment with a stent for intracranial atherosclerotic disease in the right carotid ophthalmic artery in early 2006. Pre-procedure stenosis was 90%, residual stenosis post procedure was 20%. No complications were reported. During a follow-up evaluation in 2007, it was reported the pt suffered a tia. Pt was treated with medications (type and dosage unk) and hospitalization. At the time discharge effects were reported to be ongoing.

Manufacturer narrative:
As lot number was not disclosed. (Other) - no device malfunction was alleged.